Event description:
It was reported to one of our consultants by a physician that they had a vns who was admitted to hospital for an episode of bradycardia. Their heart rate is usually in the 60's and in the hospital it was at 45 bpm. The physician was wondering if their vns could have caused bradycardia because the patient did have a recent change in output current prior to the event. The patient had testing in hospital that was inconclusive to find a cause of the event and they were discharged with a heart rate of 60.